Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket infection occurred. The implantable pulse generator (ipg) system was explanted and a temporary pacing wire was placed. The pocket was the source of the infection. Blood and wound cultures were taken and the results were negative. No further patient complications have been reported as a result of this event